Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead showed noise and 5 lead ECG showed intermittant capture at max outputs. The lead appears to remain implanted at this time.

Manufacturer narrative:
(B)(6) 2022 the following update was received: patient admitted to va hospital with fever and illness. Positive blood culture and systemic infection. Transferred to UK hospital for full system extraction and placement of temporary pacing system while on IV antibiotic course. This current infection occurs approximately 6 years post implant. Previously abandoned leads were also extracted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.